Event description:
It was reported that the ventilator had o2 loss. No further information was available at the time the report was sent. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According of received information, the leakage from air gas module was noticed during ventilation, which caused alarm for too low o2 concentration to be activated. Gasket inside gas module was incorrectly positioned. After the adjustment, the issue was solved. Device passed pre-use check. The device was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarm: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to air gas module.

Event description:
Manufacturer's ref #: (B)(4).